Event description:
The patient via a manufacturer representative reported that the patient was experiencing a heating and warming sensation at the implantable neurostimulator (ins) pocket site when the stimulation was on. These issues started a couple of months prior to the report. The doctor was thinking of implanting the ins in a different site and putting a mesh pouch around it as well. The patient was getting great therapeutic relief from the device. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.